Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of slides presented at tct 2018 "case #8: a case of asymptomatic leaflet thrombosis: management strategies" speaker (B)(6), the following case was identified as pertaining to an edwards device: a (B)(6) year-old male with a 25mm valve implanted in the aortic position underwent a valve in valve replacement after an implant duration of approx 11 years and 8 months due to deterioration. A 26mm transcatheter valve was implanted. Indication for initial replacement was severe symptomatic aortic stenosis. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.